Event description:
During evaluation and service of a n-500 unit at the tyco healthcare service centre-france on 3/30/2006, the service technician reported that the alrm was absent. Thechnican replaced the speaker and main board to re-establish the alrm.